Manufacturer narrative:
The run data and the reagent lot number were not available for review and analysis. Further investigation could not be performed to determine the exact root cause of the issue.

Manufacturer narrative:
The serial number of the cobas eplex instrument is (B)(6). Investigation is ongoing.

Event description:
There was an allegation of questionable results using the cobas eplex blood culture identification gram positive panel with one patient sample on a cobas eplex instrument. The alleged sample generated a positive result for the staphylococcus target. The customer reported that staphylococcus hominis and s. Epidermidis were detected in culture. Customer also noted that a mec gene was missed.